Event description:
The device has been explanted and replaced.

Event description:
Healthcare professional later reported capsular contracture baker grade iii.

Event description:
Healthcare professional reported right side rupture. Healthcare professional later reported capsular contracture baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed broken on posterior side assessed as fold flaw opening. Capsular contracture: unable to observe as it is not related to the device. As per the investigation procedure, creases, non-penetrating nicks and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported rupture. This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.